Event description:
It was reported that during a procedure involving diathermy, the patient¿s implantable cardioverter defibrillator (ICD) exhibited low output due to a drop in atrial blood pressure, resulting in pacing inhibition. No changes or interventions were performed. The patient¿s condition remained stable throughout.